Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the device evaluation/repair. The evaluation and repair was completed by a non-medtronic service provider. The battery was replaced and the device was returned to the customer.

Event description:
It was reported that during maintenance a ventilator battery would not hold a charge. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the e360 battery was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and there were no anomalies. An investigation was performed and the reported issue was verified. The issue was isolated to a faulty battery. The battery was found to be depleted. If information is provided in the future, a supplemental report will be issued.